Event description:
The event is reported as: staples deployed outward, not inward during use. Patient's current condition is fine. No injury reported.

Manufacturer narrative:
Device sample returned to manufacturer but investigation is incomplete at time of this report. DHR shows no issues related to this complaint.